Event description:
Additional information was provided that a lead revision was performed, during which the lead was surgically abandoned. It was noted that a lead fracture was suspected. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch due to out of range impedances of greater than 2,500 ohms. There were also multiple atrial tachycardia response (atr) episodes due to noise, and loss of atrial capture. No adverse patient effects were reported.